Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, sinus perforation and ridge augmentation. On (B)(6) 2024 non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and bleeding. No further patient complications were reported.